Event description:
Procedure type: lap gastric banding. According to the reporter: the device seemed to load correctly, but when used, it was sticking and had trouble passing through tissue. At one point, the needle detached from the device, and remained in the stomach tissue before being removed with graspers. The surgeon hand sewed to continue the case. No bleeding or patient injury was reported. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 01/26/2009.